Manufacturer narrative:
Concomitant medical products: dtba1d4 crtd, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise leading to mode switch and loss of atrioventricular synchrony. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.